Event description:
During the atrial fibrillation procedure with pulsed field ablation, a blood leak was noted from the valve. The sheath was prepared accordingly to all the guidelines. After using the sheath to go transseptal, pre-mapping was done with the advisor hd grid catheter, and then it was noted that blood was leaking back through the valve. The map was completed and the catheter was taken out. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.